Event description:
A hosp reported to our dist that an air leakage was observed in rt105 adult breathing circuit while setting up the ventilator. The leak test was done and only 5 out of 10 units passed. The pressure was set to 210 cm h2o, but it dropped to 197 cm h2o. Air leakage was detected between the water trap cap and the cup. This was found prior to use. No pt consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported fisher & paykel healthcare by a dist. The prod is not sold in the USA, but it is similar to a prod which is sold in the USA. The breathing circuit was tested using a pressure tester. Results; the pressure dropped beyond the given limit. The leak came from the water trap. Our records indicate that this is the only complaint of this nature rec'd for the given lot #. Conclusion: the water trap was not sealing correctly causing a gas leak to occur. Every breathing circuit is pressure tested for leaks during production and those that fail are rejected. The malfunction developed after this time. We have rec'd other complaints of leaking circuits with an occurrence rate of approx 0.0025% world wide for the last yr.